Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not communicate with electrode belt) has been confirmed. As received, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board, causing bent pins on j1001. The cause of the monitor unable to communicate with electrode belt is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.